Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that patient, with an artificial urinary sphincter (aus), presented with recurring incontinence. Upon examination, the device had air in the pump and a leak was suspected. The patient underwent surgical intervention to explant the aus and replace with a new aus. There were no additional patient complications reported.